Event description:
A customer reported to baxter product surveillance of an intravia bag in which a set could not be removed from this bag during an infusion. The bag has phenylephrine in it. There was an alaris pump and an alaris smart set used with this bag. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). An actual unit was received for evaluation purposes. During visual inspection it was observed that the bag membrane port was ripped. The membrane port was received stuck in an unknown set spike. A dimensional measurement was performed to the port tubing and was within the specification range. The membrane tube was also measured and there were no discrepancies found related to the dimensions from the tube used on membrane assembly. Also as part of the evaluation, the surface finish of the spike from hospira (alaris) set is different from the baxter manufactured spike. The surface finish of the spike has an important role in the removal force. The specification for a baxter spike establishes the surface finish to be between 16 to 45 micro inches. The surface finish value obtained from the hospira spike was below baxter's specification. Based on this information, the root cause for this incident is related to the use of a set with a different surface finish compared to baxter's specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). One actual unit was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.